Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterilization process, it was observed that the minimal access attachment device was getting hot. The event was not related to surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was avaialble for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device temperature ran over specification (111 degrees should less than 110 degrees). It was also observed that the bearings were worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.